Event description:
It was reported that the patient fell a few weeks back. Impedance testing on their implantable neurostimulator (ins) showed high impedances (>40,000 ohms) on 5 electrodes. The patient experienced less than 50% therapy relief (at the device pocket) during the event issue. The patient was reprogrammed and had better relief. There were no further appointments scheduled for the patient. The patient status at the time of report was noted as "alive - no injury". No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient fell and lost stimulation in the hips. The patient could not remember the date of the fall. The patient also needed additional stimulation in the back and more into the bilateral hips. The current implant never covered the back and the patient never received adequate pain relief in the hips. One of the leads broke and the physician was going to replace leads higher into the back. Impedance check was performed prior to surgery on 2015 (B)(6), which showed electrodes 9, and 11-15 >10,000. As a result, both leads were replaced. The patient was going to follow-up on 2015 (B)(6) to turn stimulation back on at first follow-up. Stimulation was tested intra-op and the patient felt stimulation in bilateral hips and legs.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).